Event description:
Line inserted on (B)(6) 2012 at catheter center. On (B)(6), during infusion process, medicine leaked out from the conjunction of tubing and oval disk.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.